Event description:
It was reported that the remote monitor's power cord gets hot and all the lights were blinking. The monitor was subsequently returned, analyzed, and tested out of specification and as result is now a reportable event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis found that the power adaptor thermal fuse was burned. The monitor passed all functional tests.